Manufacturer narrative:
Our eval of the returned device was unable to confirm the report of incorrect cutting wire orientation. During our lab analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-140r). The catheter exited the endoscope with the cutting wire facing 1:00. (Appropriate orientation is approximately 11:00 - 1:00 o'clock). A discrepancy or anomaly that could have contributed to the reported event was not observed during our lab analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our lab analysis of the returned product. Prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action is warranted at this time because the report was unable to be verified. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook d.a.s.h. Dometip double lumen sphincterotome. The sphincterotome was advanced through the accessory channel of the endoscope. When the cutting wire exited the distal end of the endoscope the position of the cutting wire was reported to be in a 2 o'clock position (i.e. Incorrect cutting wire orientation). The sphincterotome was removed and another product was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.